Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm fenestrated bipolar forceps (fbf) instrument to perform failure analysis. The instrument was analyzed and found to was found to have damaged conductor wire insulation at the yaw pulley. There was a fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not fully broken. The instrument passed the electrical continuity test. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps (fbf) instrument was damaged. There was no report of patient involvement or patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps (fbf) instrument for failure analysis investigation. The instrument was analyzed and was found to have damage of the conductor wire insulation at the yaw pulley location. There was not material missing and the conductor wires were exposed. The conductor wire insulation was damaged, but the wire was not torn o fully broken. The instrument passed an electrical continuity test. No signs of thermal damage were observed. Components adjacent to the damaged wire insulation do not show damage.